Event description:
It was stated that during an esophagectomy procedure with a surgeon, the device sequence was fired 3 times and on the 4th time to return the knife, the knife only went halfway back. The device was unable to be opened and was cut off by using a different device above and below. Sales rep stated the device was removed and still had tissue in it and he could not open it. Went through the release steps again. He stated he had tried that and could not release the tissue. Tissue needed to go to pathology. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: rep informed me that surgeon customer asked the rep to attempt to open the device after it was cut off the tissue and passed of the surgical field. Surgeon initially thought that he would need to send the tissue to pathology. Rep was able to open the device by making sure knife direction was in the return position and by pulling the firing trigger with two hands. The rep feels that the reason the device was difficult to return is because the tissue was extremely thick and a staple from previous staple line become "tethered to the tissue when trying to retract the knife blade." As mentioned, the stapler could not be removed so the physician had to transect along the ec60a with a linear cutter to remove the specimen. He then had to cut the specimen from the stapler so he could send to pathology. I was subsequently able to take other steps to open the end effector by forcing the knife blade back to home position and do so without breaking the stapler which is being sent back for analysis. There were no patient consequences. Photo analysis: based on the photographic evidence the event description that the knife did not return to the home position can be confirmed. Unfortunately, the cause of the complication cannot be determined from the provided photos, however, the complication experienced was most probably an interaction of some combination the following factors: tissue and/or staples stuck behind the knife keeping the knife from returning home.

Manufacturer narrative:
(B)(4).